Event description:
It was reported that the pt did not do well with the rechargeable and was having a lead revision. Pt found recharging to be difficult and bothersome-elective battery replacement. The device was replaced due to battery depletion, not normal. The pt recovered without sequela. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.